Manufacturer narrative:
(B)(4). During ge healthcare technician checkout, technician couldn't reproduce the customer reported problem. The problem observed was "system leak" error displayed on screen. Leakage rate was between 250 ml & 4.5 l and o2 gas was leaking. Both manual and mechanical modes were stopped/interrupted. The ge healthcare technician repaired the loose tubing connection on the flow sensor to resolve the reported issue.

Event description:
The hospital reported that manual mode was not working. There was no reported patient involvement.